Manufacturer narrative:
Additional information: b5, d10 the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional information was provided upon follow-up. There were no visible defects noticed on the dialyzer. Some of the dialysate was applied to "white paper" and "coloring" was confirmed to be seen. The patient was utilizing a fresenius 5008 hemodialysis (hd) machine with fresenius bloodlines. There was no patient injury, adverse event, or medical intervention required due to the blood loss.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an internal dialyzer blood leak occurred ninety minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was reportedly visible in the dialysate. The machine alarmed appropriately with a blood leak alarm. The incident resulted in approximately 50 ml (or less) of blood loss. The patient was disconnected and their treatment was restarted on another machine. The sample was reported to be available for evaluation. No further details were provided in the initial reporting. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Event description:
Additional information was provided upon follow-up. There were no visible defects noticed on the dialyzer. Some of the dialysate was applied to "white paper" and "coloring" was confirmed to be seen. The patient was utilizing a fresenius 5008 hemodialysis (hd) machine with fresenius bloodlines. There was no patient injury, adverse event, or medical intervention required due to the blood loss.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. Visual examination and a tightness test of the sample confirmed the reported failure. Although dialyzers are 100% tested for leaks with bubble-point testing during sterilization, leaks due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. The described situation is adequately addressed in the instructions for use (IFU). A review of the device history records (DHR) was conducted by the manufacturer. The review found no indication for any relationship with the reported failure mode. All product from the batch was found to be conforming to specifications. Based on the available information, the reported complaint has been confirmed.